Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood on both ends, between the screw flanges and the potting cut surfaces. The fibers were wet with the indication of blood exposure. The fiber bundle was streaked with blood residue, and blood serum was identified inside the non-cavity ID end bell housing (approximately between 0 degrees and 90 degrees, with the dialysate port situated at 0 degrees). The gross visual examination of the device did not identify any kinked, broken, looped, or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. Visual inspection did not find any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer. The dialyzer was subjected to a laboratory leak test; no leaks were noted. Although no leaks were observed, this could likely be attributed to the condition of the returned device. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the case of the reported problem was able to confirm the failure mode. Although a leak was not observed and no damage or irregularities were noted that would have resulted in the reported leak, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the non-cavity ID end bell housing.

Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal blood leak occurred during hemodialysis treatment. The blood leak was visible in the dialyzer. Blood test strips were used and tested positive. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available for evaluation by the manufacturer.